Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose and received a no delivery alarm. The customer's blood glucose was 400mg/dl. During troubleshooting the customer stated the insulin exited and stated the cannula was not bent. The customer treated 35 units when pump alarmed no delivery alarm. The customer declined high blood glucose troubleshooting. The customer was advised to monitor and call back if necessary.